Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted damage to the cable connector. Function testing could not be performed because the cable connector would not fit into the test control unit receptacle. According to the investigator since the mdu has been in use for over 5 year at customer site, this might cause damage to the power cord connector. The connector on the cable assembly can be damaged by rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the device broke prior to use. There was no patient involvement, patient injury, medical intervention, patient death, or labeling and/or packaging issues. The product will be returned.